Event description:
The customer observed error code 1062 (invalid test results, read precision) while running one pt sample on the axsym digoxin iii assay. The issue was resolved by diluting the sample. There was no impact to the pt's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.